Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered an alert for high out of range pace impedances on the right ventricular (rv) lead. Further review noted the impedances were typically stable around 400 ohms, but in (B)(6), there was a spike to 1204 ohms. Recently, the values spiked out of range at 2803 ohms. At this time, the products remain in service. The rv lead is a competitor's product. No adverse patient effects were reported.